Event description:
Toxic shock syndrome, was staphylococcus [toxic shock syndrome staphylococcal]. Flu like symptoms [influenza like illness]. Fever up to 104 [pyrexia]. Sunburn-like rash [rash]. Redness tongue [tongue disorder]. Peeling of hands and feet [skin exfoliation]. Blood count still off - platelets up [platelet count increase]. Kidney shut down [renal failure]. Lungs infected [lung infection]. Lungs - affected [lung disorder]. Heart - affected [cardiac disorder]. Case description: a consumer reported that her daughter used tampax pearl tampon, super plus fresh and tampax pearl super fresh, and was in the hospital ICU for one week with full-blown staphylococcal toxic shock syndrome. She had developed flu-like signs and symptoms on the last day of her period while using the product. She was taken to the emergency room and then admitted to the hospital. She was dangerously ill for several days including: heart and lungs were involved, lungs were infected, kidney shut down; she almost died. Her daughter was convalescing now and still taking antibiotics. The case outcome was improved. No further information was provided. In 2009, safety follow-up phone call to consumer: the consumer reported that her daughter used tampax pearl super plus fresh earlier that week, but used the tampax pearl super fresh last. She was admitted to the hospital with a fever that went up to 104, sunburn like rash and redness on her tongue. Later in ICU, she started having peeling of hands and feet. Her daughter was recovering at home, but her blood count was still off; platelets up. No further information was provided.

Manufacturer narrative:
Lot number was not provided by consumer and product not received to date; therefore, unable to proceed with product investigation. Procter & gamble (p&g) is submitting this report only because it believes an event that meets the requirements of 21 cfr part 803 may have occurred. This does not mean the p&g believes the device manufactured by p&g may be defective or has malfunctioned, or that a tampax product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of any kind by p&g. Reason that the device has not been evaluated by the manufacturer.